Event description:
Pt undergoing placement of guidant single cahmber defibrillator. When placing stockert rf generator software wand over defibrillator it shut the defibrillator off. It was noted by the operators and no ill effects to the pt were noted. The programmer was removed and returned to guidant for the appropriate software upgrade. Biosense webster has issued a warning sticker for anomalies assoc with 1.034b software.